Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿the use of structural proximal femoral allografts in complex revision hip arthroplasty¿ by n. M. Graham and ian stockley, published by the journal of bone and joint surgery (2004), vol. 86-b, no. 3, pp. 337-343, was reviewed. The purpose of the article is to review the authors¿ experience using massive allograft for extensive bone loss around the proximal femur during revision surgeries performed in 34 hips between april 1992-november 1998. The manufacturer of the primary tha prostheses was unknown. The manufacture of the revision cups, heads, and liners was not identified. Competitor cement was used if revised components needed cement. Both competitor and depuy femoral stems were used in this study. Implanted depuy products: 18 collared stems manufactured by johnson and johnson montreal were cemented with competitor cement. 2 cementless s-rom stems with femoral sleeves. The remaining stems used were competitor stems. Results: 1 case of sepsis- managed with component retention and antibiotic suppression. 1 case of sepsis treated with revision. 1 case of aseptic loosening of a cemented stem treated with revision. There is insufficient information within the text of the article to attribute the loosening to the stem that was cemented with competitor cement. Intraoperative findings revealed non-union of the trochanter attributed to failure of the allograft. There were no reported product problems with the stem. 1 case of pain and trochanteric non-union attributed to failure of the allograft. 2 cases of trochanteric irritation caused by competitor cerclage wires used to secure the allograft- treated with removal of the wires. 1 chronic palsy of the sciatic nerve treated with foot drop splint. 7 cases of spot welding and 9 cases of trochanteric non-union identified on radiologic studied- no treatment required. These findings were attributed to the femoral allograft. Captured in the complaint: femoral stem and s-rom augment: no reported product problem. Patient harms: surgical intervention, medical device removal, sepsis, nerve injury. "